Manufacturer narrative:
Date of event: (B)(6). Date of report: 27aug2019. The customer confirmed no o2 leaks. The product support engineer suggested the customer perform high internal oxygen alarm test. With unit closed, operate in normal mode (use default settings, except set oxygen at 100%) for 20 minutes on a test lung. The customer elected to order the sensor pcb (printed circuit board) for replacement. Part number was provided to the customer but no further information has been provided regarding resolution and/or disposition of the unit. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Other text : customer resolved.

Event description:
The customer states that the unit alarmed high internal o2 and they have verified that the cooling fans are operational. There was no patient involvement.